Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy procedure, the device fired partially. It was stated that some of the staples were removed.